Event description:
Found what looks like dried blood or dirt inside tip of syringe which is inside sealed package. Found by nurse in immedicate care clinic who noticed this before he opened it. Picked up by MFR rep on 3/24/94 still in sealed package.